Event description:
Conmed corporation vcare large vaginal-cervical-ahluwalia's-retractor-elevator opened and tested right out of the sterile packaging. Balloon was noted to be broken upon trial by the surgeon.